Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 70 mm abdominal aortic aneurysm. It was reported the patient had a CT completed , 3 days later due to having a large hematoma in his groin (right) post-op. It was confirmed that the hematoma was caused by a right hernia repair that was done after the evar procedure. It was noticed on the CT scan, that the ipsilateral limb was kinked about 1 cm past the graft bifurcation due to an angle in the proximal aorta. Intervention was performed and a non mdt was implanted to straighten the kink. A final angiogram showed no kinking. As per the physician the cause of the event was anatomy and noted the aortic neck angle was 45 and about 6 cm's from the lowest renal artery. No additional clinical sequelae were provided and the patient is fine.